Manufacturer narrative:
Philips provided remote support to the customer.

Event description:
A customer reported that the device stopped displaying an ECG while monitoring a patient. The device was in use on a patient and there was no adverse event to patient or user. Philips provided remote support to the customer. After the auto gain function was selected to the "on" position, the device displayed an ECG waveform both on a simulator and while connected to a customer. The device passed an operations test performed by the customer. The device remains in service at the customer site.